Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the reported type 3b endoleak (of the bifurcated stent graft) and significant aneurysm sac growth (of 6.6mm) are confirmed. This is consistent with the reported adverse event/incident. During the investigation, endologix found reasonable evidence to suggest an increase in the infrarenal angulation from 16.8 to 84 degrees (classified as aortic remodeling). No procedure-related harms for the event were identified. Device, user, procedure, or anatomy relatedness of this event could not be determined with the medical records available for review. The final patient status was reported as being monitored and in good condition. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx with duraply. Corrections: g3 awareness date h6 investigation finding codes; remove 3233 h6 investigation conclusion codes; remove 11 h9 correction/removal rpt num.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with duraply. Device remains implanted.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the implant of an afx bifurcated stent graft and an afx vela suprarenal. Approximately six (6) years post initial procedure, a type 3b endoleak with aneurysm enlargement was identified via computerized tomography at routine follow-up visit. Reintervention has not yet been scheduled. The patient is reported to be good.